Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts have been received by manufacturer. On (B)(6) 2016, a medtronic representative went to the site to test the equipment. A damaged mobile view station (mvs) power cable was found, causing the imaging system to randomly go off/on. The cable was replaced and a system check-out was performed. The mechanical test, imaging test and safety inspection all passed.

Event description:
A site representative reported that the imaging system would not boot or charge. The issue was attributed to the mobile view station (mvs) power cable, which may have been damaged while moving the mvs without first unplugging the system from the wall outlet. This issue was identified outside of surgery; no patient was present.